Event description:
It is reported by pt's attorney that pt underwent a right hip revision arthroplasty on (B) (6) 2004. Post op, he experienced pain due to possible acetabular loosening and was revised on (B) (6) 2008.

Manufacturer narrative:
Eval summary: the allegation is that the acetabular shell became loose approximately 3.75 years post-operatively. It is stated that the components were used in a revision case. No pre-operative or post-operative x-rays were provided, so the extent of pre-existing damage to the acetabulum is not known. No info beyond the name and sex of the pt has been provided, so the age, weight, height, activity level, and any additional details are not known. Additionally, no surgical notes from the surgical or revision surgery were provided and the devices were not returned for eval. The probable cause of this event cannot be determined at this time due to lack of available info. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.